Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague infusion with a failure code 570:320:844:0000. This event occurred during programming/set-up in the "ICU". There was no patient involved. There was no report of patient injury or medical intervention. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery on channel a and c.

Manufacturer narrative:
The reported condition of failure code 570:320:844:0000 was confirmed and reproduced. The cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).